Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. There was no reported adverse effect to the customer's blood glucose level. Reportedly the customer continued to use pump for insulin therapy.